Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix however no other visual anomalies observed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the dislodgement or the helix extension/retraction problems, as the lead tip appeared intact and undamaged.

Event description:
It was reported that this patient was submitted a pacemaker implant and immediately after the procedure, ventricular lead was displacement. The patient was immediately returned to the operating room and the lead was removed with malfunction of the fixation mechanism being observed. The explanted lead was later returned for analysis. No post surgical complications have been reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this patient was submitted a pacemaker implant and immediately after the procedure, ventricular lead was displacement. The patient was immediately returned to the operating room and the lead was removed, with malfunction of the fixation mechanism being observed. The explanted lead is intended to be returned for analysis. No post surgical complications have been reported.